Event description:
According to the facility on 01/03/2024 "a white particulate was noticed on the syringe stopper during compounding of IV medications".

Manufacturer narrative:
According to the facility on (B)(6) 2024 "a white particulate was noticed on the syringe stopper during compounding of IV medications". Per the facility "the technician who discovered the particulate discontinued compounding with the syringe". Per the facility there was no patient involvement and therefore no injury or medical intervention that was required related to the reported incident, as the product never reached the patient. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.